Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Patient reported the check button on the infusion device did not work at the end of last year. Patient stated the button was sticking and she had to keep pushing it and then it would work. Patient reported there were no blood glucose concerns and no outside assistance was needed; was able to self-treat. No adverse event reported. Product was replaced and requested return of the infusion device for evaluation.